Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not deploy into the device. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. Based on the reported information that seal did not deploy into the device, qa interpreted the failure as seal did not load into the delivery tube.